Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It is reported that an order was received and 8 boxes of the hydrocolloid gel (granugel) arrived without batch numbers or expiration dates on the outer packaging. The product cannot be used.